Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt message) has been confirmed. Upon evaluation, extensive contamination was discovered on the pca of ECG a. The corrosion damaged several components causing a short within the ECG node. The electrical short within the ECG a node caused the electrode belt's +5 volt power supply to short. The cause for the extensive corrosion cannot be positively determined but was likely the result of the liquid ingress within the ECG node. No adverse event resulted from the electrical short. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he is receiving constant adjust/check belt messages which could not be resolved by tightening his garment. The patient was issued a replacement electrode belt.